Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for out of range pace impedances. The rv lead is from another manufacturer. The health care professional (hcp) cleared the alert and reprogrammed the device, to mitigate the issue. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for out of range pace impedances. The rv lead is from another manufacturer. The health care professional (hcp) cleared the alert and reprogrammed the device, to mitigate the issue. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.